Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged lens) issue. The reporter stated the patient dropped the pump and noted a crack in the display screen. The reporter stated the screen could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a visible inspection of the pump confirmed the display lens has a crack near the top of the lens. The display screen is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.